Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noticed that they started to lose insufflation. When inspecting the patient, they found that the cannula seal luer port broke off. The customer replaced the cannula seal to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this issue was while the insufflation tubing was being connected. The camera and vision were never affected as they hadn't been used on the patient yet, nor was the insufflation even turned on. It resulted in no harm or injury to patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.